Event description:
It was reported that the 3 ml syringes luer-lok tip w/tip shield bulk non-sterile experienced no label or missing label information. The following information was provided by the initial reporter: we have received an order for a product in our warehouse, and upon inspection we have observed that reference 301073 does not include the european representative of becton dickinson and company on the label.

Manufacturer narrative:
H.6. Investigation: photos of a 1600-count 3ml bulk non-sterile box from batch 0258354 (p/n 301073) were received and evaluated. No defects were observed. Based on review of the label drawing, the label was printed correctly per design. The material number (301073) is technically approved as a ce marked product, however, the manufacturing site does not apply the ce mark to the label. Potential root cause for defect label content missing is associated with the warehouse labelling system. Warehouse system that would overlabel the ce mark had that product (301073) listed as a non ce marked product. Quality engineering is aware of this and removed the material number (301073) from the technical file as non ce market product to prevent this from occurring again in the future. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 3 ml syringes luer-lok tip w/tip shield bulk non-sterile experienced no label or missing label information. The following information was provided by the initial reporter: we have received an order for a product in our warehouse, and upon inspection we have observed that reference (B)(4) does not include the european representative of becton dickinson and company on the label.